Event description:
It was reported by the patient that yesterday they were "light headed, dizzy, nauseous, and in pain across the chest". The patient had been to the ER the day before. They called to ask if this could be caused the device, medications, or by sitting next to a cable modem. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.